Event description:
Nava edi catheter 12 fr /125 cm placed in patient without difficulty. The catheter would not sense the patient. There was only static. Catheter replaced. The replacement catheter was the same lot and worked correctly.what was the original intended procedure?esophageal catheter for use with maquet ventilator.device #1is this a laboratory device or laboratory test?no.